Event description:
Suspected infection patient report having reddish pink fluid draining from incision site after his device upgrade on (B)(6) 2020. Blood cultures are negative. Antibiotics were administered and the entire explant was removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).